Manufacturer narrative:
(B)(4). Kikuchi, t., ishii, a., chihara, h., arai, d., ando, m., takenobu, y., . . . Miyamoto, s. (2017). Occlusion status on magnetic resonance angiography is associated with risk of delayed ischemic events in cerebral aneurysms treated with stent-assisted coiling. World neurosurgery, 107, 226-232. Doi:10.1016/j.wneu.2017.07.161 this MDR report is being submitted for one patient with no patient demographics or device specifics. Due to the nature of the complaint, the device was not returned for analysis nor was the sterile lot number provided in order to conduct a lot history review. Complaint conclusion: as reported in a literature article by kikuchi, t., ishii, a., chihara, h., arai, d., ando, m., takenobu, y, okada, t., takagi, y., miyamoto, s., entitled ¿occlusion status on magnetic resonance angiography is associated with risk of delayed ischemic events in cerebral aneurysms treated with stent-assisted coiling¿, delayed ischemic events occurred in 14 patients. Median duration between the procedure and delayed ischemic event was 230.5 days (40-664 days). Among these 14 patients, 4 had transient neurologic symptoms (with one of these also having incomplete stent apposition), 8 had a cerebral infarction (3 symptomatic, 5 asymptomatic), one had an asymptomatic stent occlusion, and one had an asymptomatic in-stent thrombosis. One of these 14 patients had an asymptomatic fluid-attenuated inversion recovery (flair) lesion on magnetic resonance imaging (MRI). One patient had incomplete stent apposition with no neurological symptoms. The numbers of antiplatelet agents at the time of the event were as follows: triple in one patient, dual in five patients, single in 7 patients, and none in one patient. Three patients had an ischemic event within 30 days from planned antiplatelet therapy (apt) modification. Only one event (asymptomatic stent occlusion) was associated with unexpected apt modification. Dual antiplatelet therapy (dapt) was reduced to single apt 40 days after the procedure. All of the patients who presented with symptoms recovered completely. There was no deterioration in any of the patients¿ modified rankin scale scores associated with delayed ischemic events. The enterprise stent was used in 49 patients and neuroform ez (stryker, (B)(4)) in 14 patients. It is not possible to determine if the patients who experienced adverse events actually received enterprise stents; however, to take a conservative approach, these events will be considered as being associated with the enterprise stent. No procedure, patient or device-specific information (including catalog and lot number) was provided in the article. The purpose of the study was to clarify the usefulness of magnetic resonance angiography (mra) at follow-up after stent-assisted coiling (sac). From "july 2020" to november 2014, 86 sac procedures for unruptured intracranial aneurysm were performed. Stent usage was indicated for wide-necked (= 4 mm in maximum neck width or dome-to-neck ratio = 2) aneurysms with a large dome size (=7 mm in maximum diameter). Among these procedures, a total of 66 patients were followed for more than three months. Three patients were unable to obtain the postoperative MRI because of a ferromagnetic clip previously applied to another intracranial aneurysm. Sixty-three (63) patients were included in the final analysis. Mean age was 60.4 years. A delayed ischemic event was defined as an episode of transient neurologic symptoms, which could be explained by ischemia of the treated vessels, without MRI findings; cerebral infarction demonstrated both on neurologic examination and on MRI; asymptomatic infarction newly found on follow-up MRI; or in-stent thrombosis or parent artery occlusion revealed by dsa. Systemic heparinization was administered during the procedure to maintain the activated clotting time over 250 seconds. Dual antiplatelet therapy (dapt) consisting of acetylsalicylic acid (asa) 81 mg and clopidogrel sulfate 75 mg daily was initiated 5 to 7 days before the procedure. No platelet aggregation test or other platelet aggregation assay was performed in this study. During follow-up, if MRI after 6 months revealed no signs of in-stent stenosis or new ischemic lesions, clopidogrel administration was terminated and single apt with aspirin 81 mg daily was continued. If one-year follow-up digital subtraction angiography (dsa) and MRI revealed good patency of the stent and no signs of ischemic lesions, apt was discontinued. Nine patients were diagnosed with dome filling (df) on mra just after the procedure. Among these 9 patients, 6 developed a delayed ischemic event. All 6 patients had persistent dome filling on mra at the last follow-up before the events, while improvement of occlusion status from df during follow-up was seen in 2 of 3 patients without delayed ischemic events. The study concluded that delated ischemic events after sac were related to occlusion status of the aneurysm seen on mra at follow-up. The results also illustrate the possible usefulness of postoperative mra for tailored antiplatelet management after sac. Residual intra-aneurysmal flow after sac might be better treated cautiously with longer antiplatelet administration and close neurologic and MRI follow-up. Further study is needed to clarify these issues. No further information was provided. The enterprise stents remain implanted and are thus not available for evaluation. Additionally, the sterile lot numbers are not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Cerebral ischemia, infarction, neurological deficit, stent thrombosis/occlusion and deployment difficulty are known potential events associated with the use of the enterprise vascular reconstruction device and the procedure as outlined in the instructions for use. The root cause of the events could not be conclusively determined and multiple factors may have contributed to the events. Stent thrombosis/occlusion may have been associated with patient compliance with the anti-platelet regimen or coil compaction that would have allowed thrombus to form in the aneurysm. The incomplete stent apposition may have been related to aneurysm/vessel characteristics, preventing the device to adequately adhere to the vessel wall. Multiple factors may have contributed to the ischemia and infarction, including the thrombosis/occlusion of the stent or vascular issues such as stenosis or vasospasm. Based on the limited available information, patient, procedural and pharmacological factors may have contributed to the reported events. There is no indication of any device performance or manufacturing issues related to the events. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of six product events involved with the literature publication and the associated manufacturer report numbers are 1226348-2018-00576, 1226348-2018-00577, 1226348-2018-00578, 1226348-2018-00579, and 1226348-2018-00580.

Event description:
As reported in a literature article by kikuchi, t., ishii, a., chihara, h., arai, d., ando, m., takenobu, y, okada, t., takagi, y., miyamoto, s., entitled ¿occlusion status on magnetic resonance angiography is associated with risk of delayed ischemic events in cerebral aneurysms treated with stent-assisted coiling¿, delayed ischemic events occurred in 14 patients. Median duration between the procedure and delayed ischemic event was 230.5 days (40-664 days). Among these 14 patients, 4 had transient neurologic symptoms (with one of these also having incomplete stent apposition), 8 had a cerebral infarction (3 symptomatic, 5 asymptomatic), one had an asymptomatic stent occlusion, and one had an asymptomatic in-stent thrombosis. One of these 14 patients had an asymptomatic fluid-attenuated inversion recovery (flair) lesion on magnetic resonance imaging (MRI). One patient had incomplete stent apposition with no neurological symptoms. The numbers of antiplatelet agents at the time of the event were as follows: triple in one patient, dual in five patients, single in 7 patients, and none in one patient. Three patients had an ischemic event within 30 days from planned antiplatelet therapy (apt) modification. Only one event (asymptomatic stent occlusion) was associated with unexpected apt modification. Dual antiplatelet therapy (dapt) was reduced to single apt 40 days after the procedure. All of the patients who presented with symptoms recovered completely. There was no deterioration in any of the patients¿ modified rankin scale scores associated with delayed ischemic events. The enterprise stent was used in 49 patients and neuroform ez (stryker, (B)(4)) in 14 patients. It is not possible to determine if the patients who experienced adverse events actually received enterprise stents; however, to take a conservative approach, these events will be considered as being associated with the enterprise stent. No procedure, patient or device-specific information (including catalog and lot number) was provided in the article. The purpose of the study was to clarify the usefulness of magnetic resonance angiography (mra) at follow-up after stent-assisted coiling (sac). From "july 2020" to november 2014, 86 sac procedures for unruptured intracranial aneurysm were performed. Stent usage was indicated for wide-necked (= 4 mm in maximum neck width or dome-to-neck ratio = 2) aneurysms with a large dome size (=7 mm in maximum diameter). Among these procedures, a total of 66 patients were followed for more than three months. Three patients were unable to obtain the postoperative MRI because of a ferromagnetic clip previously applied to another intracranial aneurysm. Sixty-three (63) patients were included in the final analysis. Mean age was 60.4 years. A delayed ischemic event was defined as an episode of transient neurologic symptoms, which could be explained by ischemia of the treated vessels, without MRI findings; cerebral infarction demonstrated both on neurologic examination and on MRI; asymptomatic infarction newly found on follow-up MRI; or in-stent thrombosis or parent artery occlusion revealed by dsa. Systemic heparinization was administered during the procedure to maintain the activated clotting time over 250 seconds. Dual antiplatelet therapy (dapt) consisting of acetylsalicylic acid (asa) 81 mg and clopidogrel sulfate 75 mg daily was initiated 5 to 7 days before the procedure. No platelet aggregation test or other platelet aggregation assay was performed in this study. During follow-up, if MRI after 6 months revealed no signs of in-stent stenosis or new ischemic lesions, clopidogrel administration was terminated and single apt with aspirin 81 mg daily was continued. If one-year follow-up digital subtraction angiography (dsa) and MRI revealed good patency of the stent and no signs of ischemic lesions, apt was discontinued. Nine patients were diagnosed with dome filling (df) on mra just after the procedure. Among these 9 patients, 6 developed a delayed ischemic event. All 6 patients had persistent dome filling on mra at the last follow-up before the events, while improvement of occlusion status from df during follow-up was seen in 2 of 3 patients without delayed ischemic events. The study concluded that delated ischemic events after sac were related to occlusion status of the aneurysm seen on mra at follow-up. The results also illustrate the possible usefulness of postoperative mra for tailored antiplatelet management after sac. Residual intra-aneurysmal flow after sac might be better treated cautiously with longer antiplatelet administration and close neurologic and MRI follow-up. Further study is needed to clarify these issues. No further information was provided.